Manufacturer narrative:
If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the bha, when the surgeon was opening the centrax, he noticed the broken c clip."